Manufacturer narrative:
This case, with patient identifier (B)(6) is related to case with patient identifier (B)(6). The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product to be returned.

Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: 7.9 mmol/l (mobile system 1) and 3.1 mmol/l (mobile system 2). No adverse event was reported. The remaining strips are no longer available and no product will be returned for evaluation.